Event description:
It was reported that the patient experienced increased pain. Diagnostic method was noted as surgical observation; results were kink in the catheter on (B)(6) 2009. A device surgical revision was performed; the catheter was spliced on (B)(6) 2009. The outcome was noted as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model#8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4).